Event description:
It was reported that the pump failed volumetric accuracy test. No patient injury was reported.

Manufacturer narrative:
Other, other text: d4: complete UDI (B)(4). One device was returned for analysis. Visual inspection showed a damaged dso sensor and worn latch. The tamper seal was not removed. There was no evidence to review in the device's event history log. Accuracy tests were performed and the reported issue was duplicated. As a result, the expulsor and latch were replaced. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date of (2018-04) and there was no indication of a manufacturing defect during the investigation. For all inquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com